Event description:
It was reported that the customer experienced a past blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Ultimately, the customer reverted to an alternate method of insulin therapy.